Manufacturer narrative:
(B)(4). Batch # p5666v. Device evaluation: the analysis results showed that one ecr60g reload was received fully fired, with the pan detached from the cartridge. It is possible that handling by the customer could have dislodged the pan. Dislodgement as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a sigmoid colectomy, scrub nurse went to reload jaw with another reload and metal part of reload was still in jaw - therefore reload came apart in jaw after firing sequence. Stapled the sigmoid colon successfully - stable line was inspected. There were no patient consequences reported.